Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter (full) phone number: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved an unspecified microclave device. The valve of the end cap reportedly blew out of the top of the end cap and the patient got soaked with contrast during the contrast injection. The patient had a port needle in place with a y-site and a microclave end cap attached at the time of the event.

Manufacturer narrative:
The reported complaint the top blowing off could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. Lot history review cannot be performed as no lot number was provided. Additional information d9 - no sample.